Manufacturer narrative:
The lot was manufactured october 6, 2017 - october 7, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was also performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume infusor. No flow of medication was observed by the patient while they were connected for therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.